Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and an out of range pacing lead impedance was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was capped and replaced to resolve event. The patient was stable.